Manufacturer narrative:
Product analysis: analysis was able to confirm the display screen was flickering and was bright. The display wires were shorted to the main pcb. The display wires were also pinched with compromised insulation. Analysis also noted error codes in the device logs due to an out of electrical specification main printed circuit board (pcb). Additionally, the upper case was broken, the lower case was damaged, and four case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) display screen was staying very bright and was flickering when turned on. The status of the epg is unknown. There was no patient involvement.